Manufacturer narrative:
No pt info as no pt was present. The reported failure could not be duplicated. Medtronic rep confirmed that replacing the psu and tiu resolved the issue per RMA. System eval showed no anomalies as tracking was found to be normal throughout the entire volume during a functional test. No pt was present.

Event description:
A medtronic rep called to report the stealthstation camera was intermittently tracking. No pt was present.